Event description:
It was reported that the handheld is working, but still experiencing freezing issues. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
It was reported that the physician's handheld screen freezes after interrogation is completed. It was reported that the handheld has not been used for some time and kept in charge. A hard reset resolves the issue, but the freeze recurs everytime. A new programming computer was requested. The handheld has not been received for analysis to date.